Manufacturer narrative:
Patient information is unknown. Unknown date in (B)(6) 2018. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address were not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the blade could not be connected/detached with the impactor. There were no consequences for the patient. This is report 1 of 2 for (B)(4).

Event description:
When the returned devices were being investigated by the manufacturer, it was noted a total of three blades were returned. Clarification was received indicating that all the returned blades had difficulty with connecting. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 356.823, lot: 2212668: manufacturing site: bettlach, release to warehouse date: 14. Sept. 2006: the device history record shows this lot of 50 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the returned impactor is in used condition. The surface of the instrument shown some wear marks and hammering blows. The hexagonal tip had strongly wear and tear marks. All in all the article is in used condition. Function test: no abnormal findings were identified on this returned impactor. The connection between pfna - blade and the impactor could dismantle without heavy effort. Summary: the received condition of the impactor has shown that the instrument is connected with an pfna ¿ blade. The connection between these two articles could dismantled without heavy effort. The surface of the instrument shown some wear marks and hammering blows. The hexagonal tip had strongly wear and tear marks. Overall the article is in used condition, we suppose that the damages were caused due to normal wear and tear over the years. The review revealed that the article was manufactured in september 2006 according to the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.